Event description:
It was reported that the patient presented to the hospital due to therapy delivered by the device. The egm showed noise. X-ray scan shows possible externalized conductors. The lead was capped. Patient is fine.